Event description:
It was reported that there was a malfunction resulting in a system required restart resulting in a potential loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The unit was rebooted which resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.